Manufacturer narrative:
Argus case (B)(4).

Event description:
She took a biopsy and it turned out to be precancerous. [Precancerous skin lesion]. It has begun to break down the skin on my nose [application site skin tear]. I get sores that won't heal [application site ulcer]. I have started folding back the paper backing and putting tissue on the bridge of the nose piece [wrong technique in device usage process]. Having a deviated septum, I can't sleep without them [device use in unapproved indication]. Having a deviated septum, I can't sleep without them [device effective for unapproved indication]. Case description: this case was reported by a consumer via call center representative and described the occurrence of application site skin tear in a female patient who received breathe right nasal strips nasal strip (batch number unk, expiry date unknown) for nasal septum deviation. In 2000, the patient started breathe right nasal strips. On an unknown date, an unknown time after starting breathe right nasal strips, the patient experienced application site skin tear, application site ulcer, wrong technique in device usage process, device use in unapproved indication and device effective for unapproved indication. Breathe right nasal strips was continued with no change. On an unknown date, the outcome of the application site skin tear, application site ulcer, wrong technique in device usage process, device use in unapproved indication and device effective for unapproved indication were unknown. It was unknown if the reporter considered the application site skin tear, application site ulcer, wrong technique in device usage process, device use in unapproved indication and device effective for unapproved indication to be related to breathe right nasal strips. Additional information adverse event information was received on 31 march 2020 via call center representative. Consumer reported that, "I have been using breathe right strips every single night for about twenty years. Having a deviated septum, I can't sleep without them. What I've noticed is it has begun to break down the skin on my nose. I get sores that won't heal. So I started experimenting. I have started folding back the paper backing and putting tissue on the bridge of the nose piece. It doesn't have to be sticky. It works just fine to have the parts that pull the nose open sticky and the bridge not. Just my two cents. Thanks for making a product that helps me sleep." Follow up information was received via call on 06 april 2020. Consumer reported that, "my email was not intended to be a complaint, just a suggestion. I'm a (B)(6) old female. After 20 years of putting a sticker on your skin, it's bound to break down. Yes, I went to the doctor. She took a biopsy and it turned out to be precancerous. She said it is likely from sun damage, but she couldn't rule out that the sores were caused by using your product. Having said that, I'm not going to stop using it. I can't breathe without it! I will just keep putting my tiny piece of tissue on the bridge and sleep easy." Adverse event precancerous skin lesion was updated in case with causality unknown.